Manufacturer narrative:
An investigation was performed for total bilirubin reagent (ln 6l45-22) lot 58700uq01. A review of tickets was performed and determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the total bilirubin reagent (ln 6l45-22) lot 58700uq01 was identified.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned total bilirubin results for two pediatric patients. The following information was provided: sample 1 initial result 18 mg/dl, repeated at another lab with a another method (roche) 9mg/dl. Sample 2 initial result 8 mg/dl, repeated at another lab with a another method (roche) 4mg/dl. No impact to patient management was reported.